Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Pain is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further info from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain, and port site pain."

Event description:
Pt reported no restriction due to an alleged port leak and pain at the port site. During an appointment, the surgeon tried to remove existing saline from the port, but there was less fluid removed than was inserted. Follow-up info: health professional confirmed the port was explanted and replaced.